Event description:
On (B)(6) 2013, the distributor contacted animas and reported a load step issue. It was noted that the pump did not detect the cartridge. There was no reported adverse event associated with this complaint. The pump was investigated on (B)(6) 2013. Investigation revealed a broken trace found at the force sensor pin. This complaint is being reported due to a load step malfunction issue with the pump.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed a 'no cartridge detected' warning. The force sensor was found to be out of calibration. The pump was opened and a broken trace was found at the force sensor pin. An 'ezprime' operation was performed; the pump did not detect the cartridge during the load step. (B)(6).